Manufacturer narrative:
Patient height reported as 155.0 cm. Patient identifier: (B)(6). Date of event: unknown. Additional product codes: mnh, mni, kwq, kwp. Date of implant is not known. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported patient underwent a posterior lumbar fusion at l3-l4 on unknown date. On unknown date it was determined the matrix top loading polyaxial head at l3 right became detached from the screw. Patient was returned to surgery on (B)(6) 2018 where the detached polyaxial head and screw were replaced with a preassembled matrix polyaxial screw. This report is for one (1) matrix top loading polyaxial head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation; as the device has been discarded by hospital. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.